Event description:
(B)(4). The dealer reported that the 98071 transfer bench had a bent leg. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The dealer reported that the 98071 transfer bench had a bent leg. There was no patient injury reported.